Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing hyperglycemia and some ketones. The customer stated that she treated herself and that her blood glucose reading was 20 mmol/l. The customer also stated that she changes her infusion set every three to four days and that she uses a model mmt-399 quick-set infusion set. It was explained that infusion sets need to be changed every two to three days. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime but failed the high pressure test twice. Nothing further was reported.